Event description:
Caller reported that their pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, instructed the caller to use multiple daily injections as backup therapy, and guided them on putting the pump into storage mode before returning it. The customer was informed about sensor usage with the replacement pump and confirmed the shipping address.